Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited high rate pacing at 130 beats per minute (bpm). The patient experienced shortness of breath. Pacemaker mediated tachycardia (pmt) was suspected, however, no pmt episodes were stored upon review of device memory. It was noted the patient was hospitalized and connected to various equipment. The reason for hospitalization was unknown, however, felt to potentially be related to the high rate pacing. When the device was programmed from dddr to ddd, the rate went from 130 bpm to 60 bpm. The rate increased back to 130 bpm when the device was programmed back to dddr. Interaction between the minute ventilation (mv) feature and the hospital equipment was suspected. Programming changes were made to the mv feature until the patient is discharged from the hospital and the rate dropped back to 60 bpm. No additional adverse patient effects were reported. This product remains implanted and in service.